Event description:
Event description guidant received information that this defibrillation lead dislodged. During an lead revision procedure it was noted that the insulation was damaged on this coronary sinus lead.